Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell on the side of a bed and the touch screen became cracked and non-functional. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer will continue using pump as well as manual injections for insulin therapy.